Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a failed battery test alarm and was not able to prime. Customer's blood glucose was unknown. During troubleshooting, customer reported of not having new battery for testing. Customer was advised to buy new batteries and call back to continue troubleshooting.